Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This is being reported has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 1/19/2017. The device has been returned and evaluated by product analysis on 12/29/2016 with the following findings. Visible moisture corrosion in battery compartment. Battery compartment crack on left side of grip pad and lower left side of grip pad. Leak test failed due to battery compartment crack. Opened pump, moisture corrosion found on pcb and battery housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.